Event description:
Caller reported multiple alarms, including alarm 2 and alarm 26, related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through steps to resolve the issue, including disconnecting and tightening tubing, delivering boluses, and inspecting the equipment. Despite several attempts, the occlusion alarms recurred, and insulin was observed in the form of a ball. Ultimately, the caller was assisted in replacing the cartridge and changing supplies, successfully resuming their insulin therapy.